Event description:
The catheter was inserted and when attaching to the tubing the nurse noticed blood at the site. The nurse then noted that the catheter was missing. A dissection was completed to try to retrieve the catheter from the pt. The catheter was later found in the safety chamber.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer on 21 may 2008 for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.(B) (4)